Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, during preparation, a perfusion tube was connected to the catheters side port for perfusion. A technician noticed air at the connection point and attempted to detach the side port from the perfusion tube. However, it was tightly attached, and when force was applied, the side port broke in the middle. Since reconnection was not possible, the catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and the strain relief was detached from the luer. A build-up of adhesive was found in the discharge tube, this build-up does not affect the operation of the device. Functional testing was performed, and a guidewire was able to be advanced through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, during preparation, a perfusion tube was connected to the catheters side port for perfusion. A technician noticed air at the connection point and attempted to detach the side port from the perfusion tube. However, it was tightly attached, and when force was applied, the side port broke in the middle. Since reconnection was not possible, the catheter was replaced, and the procedure was completed. No patient complications were reported. The device was received for analysis.